Event description:
Event description guidant received information that this high voltage patch was exhibiting a high, out of range, shocking impedance measurement. A guidant technical services (ts) consultant recommended an x-ray to assess the integrity of the lead. No adverse patient symptoms were reported.